Event description:
It was reported that the patient stated that the pump of his inflatable penile prosthesis (ipp) is very stiff to operate. Patient education gave the patient trouble shooting techniques to include burping his pump and the anti-stiction maneuver, but these instruction did not work. The patient will contact if he has further questions or concerns. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient contacted patient liaison one more time asking how many pounds of pressure it should take to squeeze the pump for an erection on the implant. The patient was wondering if he could design a clamp type of an affair with a torsion spring to assist him in pumping it up. Patient liaison recommended not use a clamp for fear that he could damage his device and void any warranty. Patient liaison recommended to meet with the sales representative at the doctor's office for further training. It was further reported that the local sales representative contacted the patient. The patient has chosen not to meet in the office. He said that both the nurse and physician were able to pump up the implant so it works. He is just unable to pump it up himself. No other information on this case. Additional information received. The patient underwent an ipp replacement surgery due to the pump not inflating the implant. During the procedure a leak in the system was noted. All the components were removed and replaced with a new ipp. No information was provided about the patient's outcome.